Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and embedded device ('the essure coil was felt to be partially embedded in this.') In a 31-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included caesarean section. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included adenocarcinoma since (B)(6) 2008. Concomitant products included medroxyprogesterone acetate (depo provera) from 10-dec-2008 to 14-jan-2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression/psychological or psychiatric problems condition:"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish/anxiety/psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"). On (B)(6)2011, the patient experienced hellp syndrome ("hellp syndrome"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping),") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery ((B)(6) 2011 essure removal and tubal ligation / surgical removal of 1 essure coil and essure removal and tubal ligation / surgical removal of 1 essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, weight decreased and vaginal haemorrhage had resolved and the embedded device, pregnancy with contraceptive device, hellp syndrome, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vaginal discharge, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), embedded device ('the essure coil was felt to be partially embedded in this.'), genital haemorrhage ('gen. Abnormal bleeding'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and hellp syndrome ('hellp syndrome') in a 31-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included caesarean section. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included adenocarcinoma since (B)(6) 2008. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced hellp syndrome (seriousness criterion medically significant), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),") and vaginal discharge ("bladder/urinary problems: vaginal discharge") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (18feb2011 essure removal and tubal ligation / surgical removal of 1 essure coil and essure removal and tubal ligation / surgical removal of 1 essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge and weight decreased had resolved and the embedded device, pregnancy with contraceptive device, hellp syndrome, depression, vaginal haemorrhage and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vaginal discharge, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: new events added- vaginal bleeding, mental anguish, hellp syndrome and device monitoring procedure not performed added. Lot number added. Event psychological trauma updated to depression, medical history and concomitant medication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and embedded device ('the essure coil was felt to be partially embedded in this.') In a 31-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included caesarean section. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included adenocarcinoma since (B)(6) 2008. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression/psychological or psychiatric problems condition:"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish/anxiety/psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"). On (B)(6) 2011, the patient experienced hellp syndrome ("hellp syndrome"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping),") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery ((B)(6) 2011 essure removal and tubal ligation / surgical removal of 1 essure coil and essure removal and tubal ligation / surgical removal of 1 essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, weight decreased and vaginal haemorrhage had resolved and the embedded device, pregnancy with contraceptive device, hellp syndrome, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vaginal discharge, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for abnormal bleeding-vaginal updated from unknown to recovered resolved.seriousness criteria for event genital hemorrhage , pregnancy with contraceptive device and heelp syndrome updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vaginal discharge"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery ((B)(6) 2011 essure removal and tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, vaginal discharge and weight decreased had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vaginal discharge, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, psych injury, pregnancy: birth - no complication, bladder/urinary problems: vaginal discharge, other injuries/symptoms: weight loss were added. Plaintiffs information and outcome for pregnancy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.